Event description:
On preparation of kit for the surgery in (B)(6). (B)(6), sales representative - noticed that one packaging containing the stem (B)(4) is labelled as press-fit stem and another box containing the same stem is labeled as cemented stem sales representative informed that another stem was available for surgery.

Event description:
On preparation of kit for the surgery in (B)(6). (B)(4), sales representative - noticed that one packaging containing the stem 6478-6-420 is labelled as press-fit stem and another box containing the same stem is labelled as cemented stem sales representative informed that another stem was available for surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a confusing label involving a co-cr stem extender was reported. The event was confirmed. The device packaging was returned. The label stated ¿stem extender - cemented use only¿. Medical records evaluation not performed because no patient involvement was reported. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation concluded that the label affixed to the package was correct and manufactured to specification; however, it was misleading.